Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an inappropriate atrial fibrillation (af) episode. Data was sent for analysis which confirmed the episode was inappropriately stored due to an incomplete telemetry session which occurred prior to the af episode. A device reset then occurred which resolved the sensing anomaly. No adverse patient effects were reported.